Event description:
It was reported that patient experienced issues with inflatable penile prosthesis (ipp) pump when attempting to inflate. Surgeon determined possible leak in system. Surgeon discovered needle puncture in cylinder. All components were removed and replaced. A new ipp device was implanted. Additional information was requested; however, no further information was available.